Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer row b cubies were not detected on the bus. The field service engineer (fse) had the customer log in and confirmed the reported failures. The fse logged into the hardware test application (hta) and verified that all cubies were displayed. The fse ejected all cubies, logged out, and then had the customer log in again and open the drawer. Using the cubie map, the fse observed each cubie as it was inserted to ensure it appeared and loaded correctly. Once all cubies were loaded, the customer reopened the drawer and confirmed that all cubies were present and functioning properly through inventory verification. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, main drawer 2.1 row b was not detected on the bus. The customer stated that this malfunction occurred while dispensing the medication and unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.